Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "a patient with a gamma3 long nail fell and suffered a peri-implant fracture.on (B)(6) 2025, the gamma 3 nail was removed and osteosynthesis was performed."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation of the manufacturing records, material certificate, and based on the provided information that the breakage was caused by patient fall, the root cause can be attributed to non-device related. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "a patient with a gamma3 long nail fell and suffered a peri-implant fracture.on (B)(6) 2025, the gamma 3 nail was removed and osteosynthesis was performed.".